Event description:
Caller reported a malfunction on the pump, with a recurring malfunction code that could be reset but continued to appear. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support (cts) to reset the pump. Despite efforts, the malfunction persisted, prompting cts to send a replacement pump with updated software. The customer would use multiple daily injections (mdi) as a backup therapy.